Manufacturer narrative:
Device analysis. The returned device consisted of a watchman fxd curve access system without the dilator. The hub, sheath, and tip were visually, tactilely, and microscopically inspected. Visual inspection revealed the device tip was flattened. Functional testing was completed by attaching a syringe filled with water, and positive/negative pressure was applied with the valve open and closed. The device was able to be properly flushed. The device was able to backflush, and air could be purged from the device. The silicone valve was microscopically inspected with no damage present. Product analysis could not confirm the reported event of air within the device as the device was able to be flushed and the silicone valve was not damaged.

Event description:
It was reported that air within the device occurred. A left atrial appendage (laa) closure procedure was completed using a watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). When the wds was advanced through the was it was suspected air was inside the was sheath. The wds and was were removed from the patient and the procedure was completed with a new was.

Event description:
It was reported that air within the device occurred. A left atrial appendage (laa) closure procedure was completed using a watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). When the wds was advanced through the was it was suspected air was inside the was sheath. The wds and was were removed from the patient and the procedure was completed with a new was.